Event description:
I have called 8/18/09 and spoke about 12 representatives who informed me each time that I was reaching the wrong person. My daughter is on an insulin pump and I was informed by minimed that lot #8 infusion quick-set is on recall. My big concern is that I have noticed that all the minimed infusion sets that I have received are all expired in 2008. I mentioned it to minimed representative that the expiration dates on all infusion sets expired in 2008 and he casually told me and can I have them exchanged. It didn't sound like a big deal to them. My daughter is currently on lot #2, but has expiration date of 2008. Is this something I should be concerned about? I wonder how many other pts were given expired medical supplies with expired date. Please I need to find out this info soon so that I can discontinue her pump asap.